Event description:
It was reported that there was a loss of therapeutic effect and that the patient wanted to have the device removed. The patient said the device did not relieve pain. To get therapeutic relief, the patient had to turn it up so high that it shocked him. It was reported that the patient worked for about three or four months after the implant. After four months, the manufacturer's representative came out and programmed, and it worked for about two or three months. After that the patient did not see anyone as his follow up physician would not work with him anymore. The patient was advised to call their health care professional (hcp) and was told that a general surgeon could remove the device. The patient was advised to speak with their primary physician for referrals and information on surgeons who could remove the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 279290001, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-39, lot# n286060, implanted: (B)(6) 2011. Product type: accessory. (B)(4).